Event description:
Device 1 of 2; reference MFR. Report#:3006705815-2019-01514. It was reported the patient lost therapy due to lead migration. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein one lead was repositioned. Reportedly, effective therapy resumed following the procedure and the issue is resolved. It is unknown which lead was repositioned, therefore, all suspected devices are being reported.